Event description:
It was reported that the thoracic grasper instrument was not working properly. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found that the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Recognition and engagement passed. Results/conclusions - engineering also observed that the distal end of main tube has a 2.380" long section, extending from the intersection between the proximal clevis and the main tube toward the housing, with material removed on different parts of the tube. The damaged area has a rough surface finish, combined with deep scratches within the same area. Based on the location and appearance, the damage was most likely caused by a combination of cannula accessory and instrument collisions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. Conclusions: the endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage ot the instruments or other unintended consequences, such as disconnection of the instrument tip.